Event description:
During the inspection of the ventilator, it was discovered that technical error code indicating power error was generated. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. Also technical error 29, 10001 and 24 were generated by the device. Technical error 3 is a power error which inform about situation where +12 v too low, i.e. < +10.8 v, a power system restart might be necessary to reset power related alarms. To restart, switch off the system and disconnect the mains power supply. According to information received in the service report, the monitoring printed circuit board was defective. Device logs were not provided. The cause of the claimed issue in this customer product complaint has been determined. The reported issue was related to monitoring printed circuit board.

Event description:
Manufacturer's ref. #: (B)(4).